Event description:
It was reported that inappropriate programming had caused automated mode switch episodes which resulted in pacing inhibition. This was observed through a remote merlin.net transmission. No patient symptoms were reported. Device reprogramming was performed and the patient would continue to be monitored through follow-up.

Manufacturer narrative:
(B)(4).